Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient has had long-standing infection issue of bacteremia where the source of infection was presumed to be the pump pocket and chest. They had clinical signs and symptoms of sepsis which was treated with multiple rounds of intravenous antibiotics with oral chronic suppression. The patient has had multiple admissions over the past 18 months. The patient passed away on (B)(6) 2022 due to multi-system organ failure and a pump thrombosis which was secondary to long-standing infection issues. The device did not operate as expected as the pump had thrombosed off. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Section b5: the onset of the patient's long-standing infection and multiple admissions over the past 18 months is reported under MFR # 2916596-2022-12450. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report of pump thrombosis. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported multi-system organ failure and patient outcome could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported pump pocket/chest infection and bacteremia could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 25¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. The device appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for analysis. Evaluation of the inflow cannula revealed tissue growth well adhered to the proximal edge that appeared to obstruct approximately half of the inflow cannula. A specific cause for the tissue growth could not conclusively be determined through this evaluation. Examination of the distal end of the inflow cannula, interior of the inflow knitted graft, and the proximal end of the inlet elbow revealed a tissue-like biological lining that was dark red and white in color. The lining was thickest in the inlet elbow and partially occluded the lumen. Although a specific cause for the observed lining could not be conclusively determined, it appeared to have formed as a result of poor surface washing, consistent with the report that the pump had thrombosed off. The remaining blood contacting surfaces, including the body of the rotor, the outlet stator, the outlet elbow, and the graft attachment appeared to be fully occluded by dark red, grainy, denatured blood. The pump appeared to have been exposed to fixative agent post-support due to the odor, tissue color, and dark, denatured blood. In addition, a circular tan deposition was also noted that appeared to extend through the outlet stator and outlet elbow. The specific origin of the deposition could not be determined through this evaluation; however the concentric contact marks noted on the outlet bearing cup indicate that it was present while the pump was supporting the patient. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, the account reported that the thrombus was secondary to long-standing infection issues. A direct correlation between the observed deposition and the reported multi-system organ failure, pump pocket/chest infection, and bacteremia could not conclusively be established. Pieces of the tan deposition within the outlet stator were sent to an outside lab for histology. Per analysis, these were all fibrin clots, which by the nosaka et al. Staging system, would suggest the age of the clot was one day due to the predominance of neutrophils. However, the patient history and the sponge-like organization of fibrin suggested a potentially older age of two to eight weeks. No organisms were seen. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists multiple types of organ failure/dysfunction, device thrombosis, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.